Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on the analysis results. Evaluation summary: per403653h actual device longevity is <80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.